Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's glucose reached 19 mmol/l (342 mg/dl) while trying to wear the pod. Upon inspection, it was noticed that the cannula was not properly inserted into the skin.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The exposed portion of the soft cannula was observed to be stretched out of specification. It could not be determined when or how this damage occurred. Despite the soft cannula being stretched, fluid was able to flow through the fluid path unobstructed. No damages or defects were observed in the needle mechanism components that would inhibit the soft cannula from properly inserting into the infusion site. A root cause for the reported not properly inserted cannula could not be determined.